Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation, at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications nor injuries, and the patient condition was good post-procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical center.